Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there was no issue. The patient just didn't know how to turn the device into MRI mode but once instructed was indeed able to do so. Also, the lead was not mis-firing at all and was working as it should have been. The original implanting physician, however; is referring the patient to have a paddle lead placed instead of the current percutaneous lead. This referral is due to a difficult initial lead placement due to what she describes as excessive scar tissue. This lead revision is scheduled to be done on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 08-dec-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) is needing MRI. Caller states the pt is having trouble getting the ins into MRI mode - caller was not with pt at time of call for troubleshooting. Caller also states they have a note indicating that the lead is "miss-firing" and pt was directed by the manufacturer to leave stim off until they can have a "revision paddle procedure" to correct the issue. Recommended follow-up with the patient's healthcare provider to confirm MRI eligibility. No symptoms were reported.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the information previously provided has been confirmed with the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.